Event description:
It was reported that the patient presented with an outflow graft obstruction and low flow alarms. The outflow graft was stented.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event has been determined to be a duplicate and reported in manufacturer reference (MFR) number 2916596-2022-00460. The investigation findings and codes will be submitted under MFR 2916596-2022-00460.